Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and experienced high blood glucose level. The customer¿s blood glucose level was 435 mg/dl treated with manual injection. The customer performed troubleshoot. Troubleshoot was performed. Customer stated that no pump error was displayed before the critical pump error image displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Device received with corroded motor home switch and corroded battery tube. Device received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.